Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal prialt/"zicontide" 10 g/ml at 3 g/day. The indication for use was not reported. It was reported a motor stall occurred, and the pump was beeping. Logs confirmed a motor stall had occurred. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. The physician tried to reprogram pump several times, but the motor stall ¿was shown at any time¿. Interrogation of the pump logs was not possible; the pump ¿gave information that the logs could not be interrogated.¿ it was clarified that interrogation of pump programming data was possible, but interrogation and printout of motor logs was not possible. The physician was not able to "activate" the logs button before interrogating the pump. After starting pump programming, the physician was not able to click on ¿logs¿. The ¿logs¿ option was gray, so he was not able to interrogate the pump with the logs. The patient received oral medication and experienced no withdrawal symptoms since the time the event was reporting. Pump explant was planned. It was initially reported that pump explant would be scheduled next week (from (B)(6) 2018). However, additional information clarified that the pump was still implanted (as of (B)(6) 2019), explant was scheduled, and the patient was in the hospital since (B)(6) 2019. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.